Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. The pump remains in use supporting the patient; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s system controller produced a driveline fault alarm. The patient remained asymptomatic. It was additionally reported that the percutaneous lead was in ¿terrible condition¿. The x-ray was reviewed by the manufacturer¿s technical services representative and revealed a kink that resulted in narrowing of the driveline. The system controller log file confirmed the driveline fault and low speed advisory alarms with lvad speed deceleration. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was performed. Log file analysis post-repair did not reveal any device issues. The patient was discharged with ungrounded power module patient cables as a precaution. No additional information was provided.

Manufacturer narrative:
The report of driveline fault alarms and low speed operation event was confirmed based on the evaluation of the submitted system controller log file. The cause of the reported driveline fault alarms was confirmed during the evaluation of the returned percutaneous lead (driveline) segment; however, the cause of the low speed operation event could not be conclusively determined. The log file captured a single low speed operation event when the pump speed decreased to 6290rpm, which was below the low speed limit of 8000rpm. The pump immediately resumed operating at the set speed. Approximately 18 inches of the external portion/distal end of the percutaneous lead (lead) was returned. The returned lead was wrapped with multiple layers of tape and was kinked at the terminus of the connector bend relief. Electrical continuity testing found higher than normal resistance across the yellow wire. Visual inspection of the wires noted a dark spot on the yellow wire adjacent to the kink. The outer insulation was intact but manipulation caused the wire to elongate and break, indicating that the inner conductors had fractured. Each of the remaining wires appeared unremarkable. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any wire breaches that would have contributed to an electrical short. The inner conductor breakdown of the yellow wire would have caused the increased electrical resistance measured during continuity testing and the driveline fault alarms captured on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The patient remains ongoing on vad support and no further issues have been reported since the repair. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.